Manufacturer narrative:
Patient information, patient identifier: the patient identifier "(B)(6)" was shortened to "(B)(6)" to prevent potential processing issues due to field character limitations during electronic submission of this report. UDI for pxc141000: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. Intra-procedure, it appeared that the pxc141000 contralateral leg component had been placed correctly and there was no endoleak during final angiography imaging. On (B)(6) 2016, follow-up imaging however confirmed that the endoprosthesis was situated approximately 6mm only into the left common iilliac artery (lcia). It is believed that an incorrect c-arm angle in the initial procedure was the reason for the misplacement of the graft. On (B)(6) 2016, and as a precautionary measure, a pxl161407 iliac extender endoprosthesis was implanted to extend further into the left common iliac artery to achieve seal just above the ostium of the left hypogastric artery. The patient tolerated the procedure.